Event description:
The jetstream g3 was used to treat a patient with unusual anatomy and with a history of peripheral vascular disease (pvd) and chronic limb ischemia. While attempting to remove the jetstream g3, the tip of the guidewire sheared off.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation. Initial reporter (user) submitted report to FDA (report number (B)(4)).